Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by discomfort, abdominal pain and cloudy drain bag. The cause of peritonitis was not reported. The patient was hospitalized for the event and was discharged after three days. The patient was treated with unspecified medications (intraperitoneal, doses, and frequencies not reported) and flagyl (intraperitoneal, dose and frequencies not reported) for peritonitis. At the time of this report, the was better at home and would continue with medication few more days. Pd therapy was ongoing. No additional information was available.